Manufacturer narrative:
Device lot number, expiration date and complete UDI number unavailable. Device manufacture date unavailable, since no lot number is available.

Event description:
Lead extraction procedure commenced with physician using a 14f glidelight device, an lld and a 13f tightrail device. The physician began with the glidelight device but could not make progress within the svc region, so switched to the tightrail. The tightrail device became stuck on lesion and was very difficult to remove. A second tightrail was used in an attempt to remove the lead, and this report is being filed on the second tightrail device. The second tightrail, however, became stuck as well, while on the distal coil and lodged on the lead. There was no patient injury; however this report is being filed due to potential for serious injury or death if this were to recur.